Manufacturer narrative:
This is the initial report submitted regarding this surgical event and medical device.

Event description:
Post op, other complications, aseptic humeral loosening with subscap failure - revised to reverse, implant loosening.